Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images documenting the condition of the stent after deployment and during the reintervention were provided. On the basis of these images, no indication for an irregular stent placement or defect of the implanted stent was found. A reocclusion of the vessel seven months post stent implantation could be confirmed, however, there is no indication for a relation between the stent and the vessel occlusion. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as abnormal vessel geometry caused by stent implantation. An in-stent restenosis may even occur inside non-defective stents that were correctly placed. An irregular placement of the stent may be another contributing factor to the reported event. In this case, pre- and post-dilation was performed and the stent was deployed without difficulty. No irregularities of the stent strut pattern could be identified. On the basis of the images provided and the information available, a definite root cause for the reported event could not be identified. The IFU supplied with this device indicates that arterial occlusion/restenosis is a potential adverse event that may occur. Furthermore, the IFU sufficiently describes the correct stent placement procedure. Also the IFU states: "do not constrict the delivery system during stent deployment." The IFU mentions that pre-dilation of the lesion should be performed by using standard technique and post stent expansion with a pta catheter is recommended as necessary.

Event description:
It was reported that two vascular stents were implanted on (B)(6) 2013 for treatment of a stenosis in the left sfa. Reportedly, an endovascular treatment was performed in the left sfa due to restenosis on (B)(6) 2014. Another endovascular treatment was performed on (B)(6) 2015 due to a stenosis at the transition of left cfa and left sfa. On (B)(6) 2017, a stenosis was detected in the left sfa during a coronary angiography. The patient was admitted to hospital for an additional endovascular treatment. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2017-00056.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two vascular stents were implanted on (B)(6) 2013 for treatment of a stenosis in the left sfa. Reportedly, an endovascular treatment in the left sfa due to restenosis was performed on (B)(6) 2014. Another endovascular treatment was performed on (B)(6) 2015 due to a stenosis at the transition of left cfa and left sfa. On (B)(6) 2017, a stenosis was detected in the left sfa during a coronary angiography. The patient was admitted to hospital for an additional endovascular treatment. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2017-00056.